Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a foot arthroscopy the anchorage of the device broke before the device was deep enough in the tissue, although the surgeon drilled 2-3 times the length required for the anchor. The anchor was used to finish the procedure. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Due to the deep striation marks and damage that are visible on the tip of the device. The most likely cause can be attributed to misaligned insertion; prying/leveraging the device during insertion.